Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the thumb screw on the syringe was loose. The fse tightened the thumb screw to resolve the reported issue. (B)(4).

Event description:
The customer reported the ichem velocity automated urine chemistry system was failing controls for bilirubin and glucose parameters. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.